Event description:
(B)(6) (cc) called to report that the power cable on this system did not appear to be a medtronic power cable. Cc believes biomed replaced components on this system with non. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).